Event description:
Dental implants installed (B)(6) 2024 at (B)(6) office location. Proven allergy to the specific implants used through (B)(6) obtained (B)(6) 2025. Prescription obtained from neurologist to remove current implants and replace with correct type. Primary care doctor delayed care due to negligence caused by incorrect suspicion of delusional mental state. Dentist refusing care due to disbelief of the allergy. Fully documented through multiple doctors, labs & ER/hospital visits. Owner of dental practice said that he would personally pay for the problems to be fixed if I could prove that the dental implants are the problem. Also, possible case against the dental implant company itself due to misinformation about what the implants are made of. I have gotten an xrf scan of an identical implant and the elemental make-up of it does not match with what I/we were told by the company. We were told 90% titanium, 6% aluminum and 4% vanadium. The test showed 74.59% aluminum, 23.4% titanium, 0.9848% vanadium, 0.6904 iron, 0.1963% niobium, 0.1052% molybdenum and 0.036% zirconium. Dental implant company is implant direct and type of implants are legacy 3. Dental practice is named (B)(6). Implants installed at (B)(6) office by dr (B)(6) (oral surgeon). All other restoration work done by dr (B)(6) at both (B)(6) office locations (part owner of dental practice). Prior knowledge of metal hypersensitivity (B)(6) (primary dentist prior to dental implant restoration and also currently working at (B)(6) office location. Also, primary dentist for multiple years prior to joining with (B)(6). Prior care received at (B)(6).). Many extreme symptoms during the past year and a half. Currently practically bedridden due to full body pain and extreme nausea. Recent extreme weight loss also due to nausea (12-13 lbs in 1 week). Primary care doctor (B)(6). Neurologist dr (B)(6). Currently requiring both botox injections for migraines and tmj and nemluvio injections for prurigo nodularis and possible bullous pemphigoid due to allergy. Additional diagnosis of oral galvanism on (B)(6) 2025. (B)(6) thyroiditis, fibromyalgia, vitiligo, hyperpigmentation, hyperhydrosis, hyper flexibility, asthma, hypersensitivity, eczema, prurigo nodularis, bulous pemphigoid, metal hypersensitivity, post concussive syndrome, spasmodic torticollis, migraines, tmj, pcos, anxiety, bpd, might be forgetting some but that's what I can remember currently. Currently have an amalgam filling and recently removed a permanent retainer due to allergies and possible galvanism interactions.